Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Communication with the scope was temporarily lost due to poor connection of the video connecter potentially causing the image to disappear. Eight years have passed since the equipment was delivered and the internal board possibly caused a temporary malfunction due to deterioration over time. Alternately, the issue could have occurred due to foreign matter (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.) That adhered to the inside of the video connector receiver.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report of no image was not confirmed as the video connector was working out causing poor connection. Additionally, a software and old version main switch upgrade was recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for a procedure, the evis exera iii video system center had no image. The device was inspected the morning of the scheduled procedure and the screen was blank and not transmitting. The patient had not received anesthesia and had not been brought to the procedure area. The procedure was cancelled because the device was not working. There was no patient/user injury or harm reported to olympus.